Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests. No excessive no delivery alarm or error alarm noted during testing. No motor noise anomaly during rewind found. Backlight function properly. No backlight anomaly noted. Device received with scratched on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he woke up with blood glucose over 400 mg/dl. Device made a loud noise and orange flashing at the bottom of the reservoir compartment during rewind. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.